Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. All keypad buttons required excessive force to obtain a response during testing. During investigation, the contrast button key contact was observed to be inverted. The up arrow, down arrow, and ok button key contacts become inverted with button presses, and did not always spring back as expected. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that the up arrow, down arrow, and ok keypad buttons have been slow to respond to button presses for a few weeks. She noted that the buttons do not spring back as expected. The pt denied physical damage to the rubber keypad; denied that the pump has been exposed to moisture; and stated that she wears the pump on her waist with a clip.